Manufacturer narrative:
Device evaluated by MFR: unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn number provided by the customer. The device had one kink located at approximately 50cm from the distal tip while in the neutral position. An electrical test was performed and the device failed the test. The device passed the magnetic tracking test. The device had 18 open electrodes (e13, e14, e17, e24, e25, e27, e28, e31. E35, e37, e38, e47, e48, e64, e67, e68, e74, e77). Those were not true opens; they were high impedances sitting between 27k to 29k ohms. Magnetic sensor resistance test revealed both pairs were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Bsc ID # (B)(4). Tw # (B)(4).

Event description:
Same case as 2134265-2017-03987. It was reported that a pericardial effusion occurred. During an ablation procedure for left ventricular tachycardia, an orion catheter and a viking electrode catheter were selected for use. The orion was advanced via the femoral vein to the left atrium without problem. After 45 minutes of procedure, interferences appeared on the electrodes 7 of the 8 branches of the orion catheter. After a further 10 minutes, interferences /noise was noted on all the electrodes. While mapping, with the orion and viking catheters inside the patient, a pericardial effusion occurred and was drained. The orion was replaced by another of the same device and the procedure was completed. No further patient complications were reported and everything was fine for the patient.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-03987. It was reported that a pericardial effusion occurred. During an ablation procedure for left ventricular tachycardia, an orion catheter and a viking electrode catheter were selected for use. The orion was advanced via the femoral vein to the left atrium without problem. After 45 minutes of procedure, interferences appeared on the electrodes 7 of the 8 branches of the orion catheter. After a further 10 minutes, interferences /noise was noted on all the electrodes. While mapping, with the orion and viking catheters inside the patient, a pericardial effusion occurred and was drained. The orion was replaced by another of the same device and the procedure was completed. No further patient complications were reported and everything was fine for the patient.